Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and attempting to charge it for more than 30 minutes. The issue persisted even when using different cables and adapters. There was no reported adverse impact. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.